Event description:
Boston scientific received information that this left ventricular lead was removed and replaced due to a suspected lead fracture. The lead was replaced with a competitor lead and discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
A new competitor left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.